Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer did not know how the pump touch screen became cracked and how half the screen became black subsequently not allowing the customer to unlock the screen. Customer's blood glucose was approximately 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.